Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. Access site pseudoaneurysms are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the pseudoaneurysm reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Therefore, no corrective or preventative actions will be taken at this time. Incidents are monitored on a routine basis for trends and CAPA's are issued as appropriate. The review of the lot history record indicated that there were no reworks, special conditions or related nonconformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that one week after a diagnostic coronary angiogram procedure in which a mynx ace vascular closure device was used, the patient presented to the physician's office with a pseudoaneurysm. There were no multiple sheath exchanges nor multiple stick punctures. There was no posterior wall stick or a low stick noted; however, it is unknown if the stick was high. It was reported that hemostasis was achieved with the mynx device. An unspecified surgical intervention was required. It was unknown if the patient was rehospitalized for the event. The surgery was reported to be successful and the patient was noted to have recovered. Additional information was requested, but was unknown.